Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device revealed it was in safety mode. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that interrogation of this device revealed it was in safety mode. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed reversion to safety mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device revealed it was in safety mode. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.